Manufacturer narrative:
The patient age and weight were not provided. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years and 5 months no additional information was provided. A supplemental report will be submitted when the evaluation is complete.

Event description:
The patient was implanted with a heartmate ii left ventricular assist device (lvad) on (B)(6) 2014. It was reported that on (B)(6) 2016, approximately 2 years and 5 months post-implant, the patient experienced a continual, unspecified alarm from the system controller. The system controller was exchanged by the patient's partner. On (B)(6) 2016, during a routine check in the clinic, the log file of the system controller showed a re-occurring black cable fault alarm, reportedly while the black power cable was connected. During review of the log file, a very short pump stoppage was noticed with no observed explanation. The patient was reportedly asymptomatic. It was recommended that the patient use an ungrounded patient cable and the vad team will discuss performing a driveline evaluation during the patient's next visit to the hospital. No further information was provided.

Manufacturer narrative:
Device evaluation: the report of a continuous alarm on (B)(6) 2016 was confirmed based on the information recorded in the log files that were submitted by the hospital and retrieved from the returned system controller. The data recorded on (B)(6) 2016 revealed numerous power cable disconnect alarms. The associated voltage levels indicate that the alarms occurred while the system controller was connected to external batteries and suggest a possible connection issue. The information recorded in the log files also confirmed the reported low speed events and pump stoppages. A pump speed reduction to 0 rpm was recorded on (B)(6) 2016. The associated voltage levels indicate that the system controller was connected to the power module at the time of this event. Several low speed events and an additional pump stoppage was recorded on (B)(6) 2016. The associated voltage levels indicate that the system controller was connected to external battery power at the time of these events. A full functional test was performed on the returned system controller and the device passed all test steps. The returned system controller operated for an extended period of time while connected to a mock circulatory loop and the atypical events recorded in the log file were unable to be reproduced. The investigation was unable to identify a correlation between the returned system controller and the events captured in the log file. The pump was returned assembled with the driveline cut approximately 2.5 inches from the pump housing and the severed portion was not returned. Examination of the returned portion of the driveline found it to be unremarkable. Electrical continuity testing did not reveal any discontinuities or shorts in the driveline wires. The returned portion of the driveline was submerged in a saline bath for high potential testing to check for current leakage through each wire's insulation and the test did not reveal any evidence of an insulation breach that could have contributed to an electrical short. Examination of the pump blood-contacting surfaces revealed no adhered depositions or thrombus formations. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. The pump was operated on a mock circulatory loop and functioned as intended. The evaluation did not reveal any device related issues. Based on the manufacturer's previous complaint experience, the low speed events and pump stoppages captured in the log files appear consistent with a potential driveline wire issue; however, a potential root cause could not be conclusively determined because the entire length of the driveline was not returned. X-ray images of the internal and external portions of the driveline appeared unremarkable. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the driveline evaluation performed on-site by a representative of the manufacturer's technical services team proved inconclusive for any damage to the external portion of the driveline. All testing was performed while the system controller was connected to the power module via a normal grounded patient cable. The pump stoppage could not be reproduced during the evaluation and the log file retrieved from the system controller showed no indication of a short-to-shield issue. Examination of the patient's x-rays revealed an area of possible concern on the internal portion of the driveline, approximately 10 cm from the pump. The patient reportedly continued to use a non-grounded patient cable to connect to the power module following the driveline evaluation. On (B)(6) 2016, the patient reportedly experienced a low speed operation/pump stoppage event while operating on external battery power and received a driveline fault alarm. The patient was reportedly in good shape and received a pump exchange on (B)(6) 2016.